Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator failed the heater test. It is unknown if the patient was connected to the ventilator at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 15feb2019. Date received by manufacturer: 30jan2019. The service engineer (se) inspected the device and found an exhalation flow outside range error code. The se replace the air flow sensor and the unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.